Manufacturer narrative:
The device is not available for analysis. This report is filed may 30, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6), 2013, due to a reported infection and loss of auditory percepts. The patient was prescribed cephalexin and flagyl (date and dosage not reported) to treat infection. The device was explanted (B)(6) 2013, it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).